Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had suspected helium leak. Helium is decreasing rapidly. This was discovered during a functional check, so it does not affect clinical use. There was no patient involved.

Manufacturer narrative:
Another initial reporter: (B)(6). Another contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.